Event description:
About 3am cna and nurse found resident 1/2 on floor with his head still on bed between mattress and assist bar. The resident was not responsive, had no pulse, had expired. Police were notified as well as administrator, director of nursing and family, director of hospice. Bed and handle sold by direct supply, (B)(4).